Event description:
Patient underwent c4-5 anterior cervical discectomy and fusion. On (B)(6) 2007 physician reviewed cervical spine x-rays which showed a c4 screw backed out of the vertebral body. Because of the failure of the hardware and the presence of dysphagia, the physician elected to return the patient to the operating room on (B)(6) 2007 and re-explore, remove, and replace the anterior c4-5 plate.